Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge o-ring fell off the cartridge prior to customer opening the packaging. Customer's blood glucose level was 158 mg/dl. A replacement cartridge was sent to the customer.